Manufacturer narrative:
(B)(4). .

Event description:
Complainant reports "starting in (B)(6) 2009 she began to develop sores that started under the flange of the appliance between 1 and 4 o'clock. She reports that she had been gaining weight and the flange was digging in. Currently has ulcer that is about the size of a quarter and 3 or 4 mm in depth with a red and bleeding wound bed." She had tried to treat the ulcer with stomahesive powder without much success. It would start to heal but then came right back. Seen by her wound ostomy care nurse yesterday and was changed to a 1 piece device for more flexibility. The wound was dressed with a foam dressing and covered with duoderm. She reports improved comfort.